Event description:
New information received notes the pacemaker exhibited failure to interrogate- no radiofrequency telemetry, failure to interrogate- no inductive telemetry and inappropriate magnet response. The pacemaker was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of no rf telemetry, no inductive telemetry and inappropriate magnet response were confirmed. As received, the device had no telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited failure to interrogate- no radiofrequency telemetry and failure to interrogate- no inductive telemetry. No intervention was performed. The patient was in stable condition.